Event description:
It was reported that outside of surgery the unit was overheating and blowing off smoke. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under 0001526350 - 2025 -01000. Review of the most recent repair record identified the following related repair: the technician tested the device and confirmed the carbon filter attach tube was pinched and was removed and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.